Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 sensor. An hcp reported a customer received an unspecified low sensor when compared to an unspecified hcp meter. The customer experienced symptoms of nausea, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional and received unspecified treatment and no further information was provided as the customer does not remember what treatment was rendered. There was no report of death or permanent injury associated with this event.